Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the inquiry information received, visual and functional examination, the device was found to open and close with no binding or sticking and energized and coagulated as designed. However, analysis found an adhesive bond failure between the electrode insulation, which is unrelated to the reported incident.

Event description:
It was reported that during an unk procedure, there were difficulties to open the device. It was difficult for the physician to open the jaws. There was also difficulty to properly use the device. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right radial artery. The 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous proximal left circumflex (lcx) artery. A non-bsc ivus catheter failed to cross the lesion; therefore in attempt to pre-dilate the lesion, the 15mm x 2.5mm maverick 2 monorail balloon catheter was advanced to the lesion. The balloon ruptured at 14atms, on the third inflation. The balloon was inflated to 14atms on the first and second inflation. The balloon catheter was removed intact without incident. The procedure was completed with another of the same device. No patient complication was reported and the patient's status is good.